Manufacturer narrative:
Date sent to FDA: 01/14/2019. Additional narrative: details: it was reported that following the procedure the patient experienced abdominal pain, nausea, diarrhea, and vomiting. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 8/2/2019.

Manufacturer narrative:
Date sent to FDA: 11/15/2019. Additional narrative: it was reported that the patient experienced adhesion after the procedure.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent surgery at (B)(6) health medical center in (B)(6) on (B)(6) 2015 for recurrent ventral hernia and his doctor discovered a seroma and previously placed, unincorporated, infected mesh. The procedure consisted of complete removal of his previously place mesh, abdominal wall drainage, and placement of abdominal wound vac. On (B)(6) 2015 he underwent surgery to repair recurrent ventral hernia. The procedure consisted of a mesh implant. He continues to experience pain. No additional information was provided.